Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
(B) (6). Same case as MFR report #: 2134265-2010-01097, 2134265-2010-01099. It was reported that following a coronary drug eluting stenting treatment procedure the patient CABG surgery. The index procedure placed 3 unspecified taxus express2 study stents located in the 1st obtuse marginal branch. In (B) (6) 2008, at the 6 month follow up visit the patient had no anginal symptoms. In (B) (6) 2009, at the 9 month follow up visit the patient again showed no anginal symptoms but angiography revealed a 2.1mm diameter lesion with 20% restenosis located in the 1st obtuse marginal branch. No thrombus or aneurism occurred and timi flow was 3. In (B) (6) 2009, the patient underwent an aortic valve replacement and tri-branch CABG surgery (lita-lad, ao-svg-lcx, rita-lcx posterolateral). The patients condition was listed as improved in (B) (6) 2009. Per the physician, the event was listed as "unrelated" to the study stents. The patient had no anginal symptoms at the 1 year follow up visit in (B) (6) 2009.

Event description:
It was further reported that restenosis is being reported as an adverse event. Per the physician, the restenosis event is listed as "definitely related" to the study stents.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the restenosis event occuring in the obtuse marginal branch and the CABG previously reported did not occur. This event was reported in error.